Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The customer reported an unspecified malfunction. A functional assessment was performed during the pre-repair testing and the device failed the vibration acceptance test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
A supply coordinator contacted product support and reported that the attachment device allegedly experienced an unspecified malfunction. The date of the reported event is unknown. It is unknown to the reporter if the suspected device was being used in surgery. It is unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported related to the alleged malfunction. No additional information has been provided as of the date of this report.